Event description:
Customer reported broken screws at usb port, preventing connection. There was no reported impact to customer¿s blood glucose level. Awaiting return of pump to investigate damage, with replacement pump already dispatched.